Event description:
While trying to insert the essure coils during a hysteroscopic tubal, the device would not deploy properly. Two separate devices were used with the same lot number and the same problem occurred. After switching to a different lot number, the surgeon was successful on the left side.